Event description:
It was reported that the device was explanted in 2008. The reason is unk. Implant duration is approx 216 mos. Received follow up documentation from the physician's office indicating that the device was explanted due to regurgitation.

Manufacturer narrative:
Device not returned.